Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. User makes bolus requests with entering current bg levels and still has insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence of device malfunction.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer experienced continuous, ongoing low blood glucose (bg) levels in the 50's mg/dl range. Glucose tables or juice were consumed to address the bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.